Manufacturer narrative:
Per additional information received on may 28, 2026 , please disregard report 3014585508-2026-31489-00 as the patient reported the pink slide worked correctly and the cannula was not inserted properly. The event does not meet reporting criteria. H6 medical device problem code has been updated from activation, positioning or separation problem to difficult to insert. H6 component code has been updates from needle and cannula to cannula.

Event description:
It was reported the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 5 and 24 hours on the infusion site (unspecified). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.